Manufacturer narrative:
The device was received for an analysis. An evaluation is anticipated; however, not yet begun. A review of the device history record (DHR) is in progress, once the investigation is completed a supplemental report will be filed.

Event description:
It was reported that an implant failed to osseointegrate. The implant was reported to have fallen out of the patient's mouth as it lost osseointegration. The patient mailed the implant back to the dental office. The issue occurred on an unspecified date in (B)(6) 2016, when the patient returned home. The patient did not return to the dental office as the patient lived out of state. The device is available for analysis.